Event description:
At a refill follow-up, the aspirated volume did not correspond to the calculated reservoir volume. A pump rotor test was performed which showed no rotor movement. Intraoperatively, the pump wasn't able to be filled or emptied. There are plans to explant the pump. A follow up report will be sent when additional information in obtained.